Manufacturer narrative:
The lot number of the lead was unknown. It was reported that the lot number was one of the following three: 0210308288, 0210313291, 0210306551. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the impedance issue was not determined. The impedance values have since normalized. Impedance values continue to be checked about twice a week. There is no further intervention planned as it was determined there was no risk to the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, implanted: (B)(6) 2017, product type: extension. Device used for off label indication. The indication the device was used for was locked in syndrome. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study via a manufacturing representative about a patient with an implantable neurostimulator (ins) for locked in syndrome. It was reported that there was high impedance on one of the patient's electrodes which made them think there was a lead or extension break. The patient did not experience any symptoms. There were no known factors that may have led to the event. No interventions have been taken. No further complications were reported or anticipated. [Refer to manufacturer report #3007566237-2018-01000 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted impedances greater than 4000 ohms on pairs 8/11, 9/11 and 10/11, during two sessions, which later normalized. Impedances were also greater than 4000 ohms on pairs 0/2, 1/3, and 2/3, which also stabilized in later sessions. It was noted the patient was implanted for cortical sensing, and was not receiving stimulation therapy.